Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "a lot of pain. Holds the breast to run, because of the pain as if it were pricking", seroma, cyst and recall. Patient also reported, "labyrinthitis and high blood pressure". Which are not device related. Device remains implanted.